Manufacturer narrative:
A steris service technician arrived onsite to inspect the processor and found the condenser water inlet valve was sticking in the open position. When the valve was de-energized, it caused the condenser to overfill resulting in the chamber water leak. The technician replaced the valve, ran a test cycle and confirmed the processor to be operating properly. No additional issues have been reported.

Event description:
The user facility reported the water was leaking from their reliance eps. No report of injury.